Event description:
During the atrial fibrillation procedure, when attempting to insert the catheter into a 10fr 30cm sheath, there was resistance, and the tip of the catheter fractured. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The returned viewflex catheter was successfully advanced through the entire length of an 10french dilator/sheath assembly from current inventory, although minor resistance was noted at the point of the fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.